Event description:
Took 4 of the ellume at home covid tests after travelling. All came back with false positives. Caused incredible stress for my young children who also had to miss two days of school at the start of the year. Completely unacceptable. The best part is to get a "replacement" the company is requiring: their test results, pcr test results, proof of purchase, vaccination status, reason for test, symptoms. Terrible business practice and no accountability. You need to stop this company from doing more harm. FDA safety report ID# (B)(4).